Event description:
The info received indicated that a (B)(6) pt was admitted for a percutaneous transluminal angioplasty of a moderately calcified, heavily tortuous 99% stenosis in the left superficial femoral artery. The access site was behind the left knee and a 6f sheath was inserted. It was so difficult to cross the target lesion that the first two guide wires were unsuccessful in crossing the lesion, but the third wire was successfully advanced. The lesion was pre-dilated and a smart control self expanding stent (c06100ml) was delivered and deployed. The physician felt difficulty manipulating the control handle when the stent was partially deployed and could not be deployed any further. The sds was covered by a sheath and removed as a unit from the pt. A new smart control (c06100ml) was used and the procedure was completed successfully. There was no pt injury. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the pt. No unusual force was applied during deployment of the stent. The tantalum markers were observed to open symmetrically.

Manufacturer narrative:
The product has been returned for analysis, however, the eval is not yet complete. Additional info will be submitted within 30 days from receipt.